Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that the hanger assembly was contaminated, one encoder knob was missing, and both display wires were pinched with intact insulation. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the output connectors on the external pulse generator (epg) were broken. The epg has been returned for service. There was no patient involvement.